Event description:
It was reported that the patient presented in hospital due to inappropriate shocks. It was found that the implantable cardioverter defibrillator (ICD) went into backup operation and exhibited charge time out. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
The reported field event of charge time out and backup vvi mode was confirmed. The charge time out occurred when the battery voltage was below the end of life voltage. The backup vvi mode is due normal battery depletion due to multiple shocks. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomalies found.

Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was explanted and replaced. Patient condition was stable throughout.